Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and verified the reported issue. The service agent replaced the therapy connector assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
A third party service agent contacted physio-control to report that the customer¿s device intermittently would not detect the defibrillation therapy cable being connected. As a result, defibrillation therapy may not be available if needed. There was no report of patient use being associated with the reported event.